Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went swimming and put the insulin pump in her wet bathing suit. The customer stated she was feeling high and found the insulin pump was suspended and had a low reservoir. The customer changed the battery and the set and received a battery out limit alarm, failed battery test alarm and the act button was not responding properly. Blood glucose value is unknown. The device was not alarming at the time of the call. The customer stated the batteries were out of the device greater than duration allowed. She also stated there is condensation in the screen and a rainbow shadow. The customer was advised to monitor the insulin pump.